Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12k20010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was unavailable therefore, no evaluation could be performed. If additional relevant information is received a follow-up will be submitted.

Event description:
A customer reported a leak in a patient line extension. The care giver (cg) alleged that there was a cut approximately in the middle of the extension. There was patient involvement, but no patient injury or medical intervention reported.